Event description:
It was reported the asymptomatic patient presented with electrograms which revealed non-sustained right ventricular oversensing episodes on the right ventricular lead. Testing was performed and noise was reproducible with pocket manipulation. Programming changes were made and, after same, no noise was sensed with pocket manipulation. The patient was stable after the programming changes were made and the patient will continue to be monitored.